Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. It was not the lead that the patient used regularly and the patient was a bit concerned since there was onset of sharp chest pain that worsens with movement and deep breathing. The patient undergone echocardiography and it showed pericardial effusion. This rv lead remains in service. No adverse patient effects were reported. This supplemental correction report is being filed as patient code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. It was not the lead that the patient used regularly and the patient was a bit concerned since there was onset of sharp chest pain that worsens with movement and deep breathing. The patient undergone echocardiography and it showed pericardial effusion. This rv lead remains in service. No adverse patient effects were reported.